Event description:
The user reported having no hearing sensation with the device after a blow to the head on (B)(6) 2019. However, the user reported a decrease in hearing performance over the last several months. The recipient was re-implanted on (B)(6) 2019

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having no hearing sensation with the device after a hit to the head on (B)(6) 2019. However, the user reported a decrease in hearing performance over the last several months. Re-implantation is scheduled.